Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she cannot see any data on the carelink report. Customer's blood glucose was 504 mg/dl. Customer had received a weak signal and lost sensor alert. Customer never performed a lost sensor, so communication was never re-established. Customer had mowed the lawn and then showered. Customer had the insulin pump off the entire time, so alerts were due to distance. After reviewing the carelink reports, it was found that the customer had not been bolusing for high blood glucose, only for food. Customer was explained how the sensor feature works. Customer understood.